Event description:
The patient was undergoing a thrombectomy procedure in the m1 segment of the middle cerebral artery (mca) using a penumbra system red 62 reperfusion catheter (red62) and a non-penumbra sheath. During the procedure, the physician was advancing the red62 to the target location to make the first pass. However, while manipulating the red62 inside of the sheath, the physician experienced resistance and the red62 had unraveled. Therefore, the physician pulled and successfully removed the entire red62. The procedure was completed using a new red62 and the same sheath. There was no report of an adverse effect to the patient.

Manufacturer narrative:
Please note that the following section is being updated based on additional information provided by a penumbra sales representative on 03/18/2023: 1. Section b. Box 5. Describe event or problem 2. Section d. Box 4. Lot # 3. Section d. Box 4. Catalog # 4. Section d. Box 4. Expiration date 5. Section h. Box 6. Evaluation codes: device code 1 & device code 2 please note that the following sections were incorrectly reported on the initial MFR report and are being corrected on this follow-up #01 MFR report based on additional information provided by a penumbra sales representative on 03/18/2023: 1. Section d. Box 10. Device available for evaluation? 2. Section d. Box 10. Returned to manufacturer on 3. Section g. Box 4. Date received by manufacturer 4. Section h. Box 3. Device evaluated by manufacturer? 5. Section h. Box 3. Device returned to manufacturer? 6. Section h. Box 6. Evaluation codes: method code 1, method code 2, results code 1, results code 2, results code 3, results code 4 & conclusions code 1 7. Section h. Box 10./11. Narrative/corrected data evaluation of the returned red62 confirmed that the device was unraveled and revealed a fracture underneath the strain relief. If the device is retracted against resistance, damage such as a fracture may occur. Based on the reported event, the root cause of resistance could not be determined. Further evaluation revealed a kink near the hub and additional kinks along the catheter shaft. This damage was likely incidental to the reported complaint and may have occurred during removal of the device from the procedure or during packaging for return to penumbra. Penumbra catheters are inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
The patient was undergoing a thrombectomy procedure using penumbra system red 62 reperfusion catheter (red62). During the procedure, it was reported the red62 unraveled while being manipulated. The physician was able to successfully remove the entire red62. No additional information regarding the completion of the procedure was provided. There was no report of an adverse effect to the patient.

Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The product lot number was not provided, therefore, the manufacturing records could not be reviewed.